Event description:
A (B)(6) male patient with primary pulmonary hypertension, who initiated inhaled tyvaso (treprostinil) on (B)(6) 2012 at 18-54 micrograms (three to nine) breaths four times a day, reported that on (B)(6) 2013, one of two batteries he had on charge became very hot, and the charge light remained on, even when it was unplugged. He proceeded to sort of toss the battery, and remove the battery cover when he noticed a little smoke came out, and he smelled a burn odor. The wiring to the (+) and (-) areas appeared to have shorted and the surrounding area fused leaving a brown burn behind. The patient placed the battery outside on his porch on a half inch plate due to the odor and so that any sparks would not do any damage. Later that day a follow up call to the patient confirmed that the battery was cooler but slightly warm at the brown area; however, the battery sparked when touched and the light remained on. (B)(4). Reporter details withheld.